Event description:
It was reported that the 9800 systems ac power cable is worn and the insulation is thin. It was also noted that the strain relief holder was loose. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired power cable and strain relief holder. The system was tested and found to be working as intended and placed back into service.